Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Pt implanted with prodisc-l experienced polyethylene inlay expulsion. Implant remains in pt. This is the 2nd of 3 reports submitted on this event.